Event description:
Patient was revised to address loosening due to poly wear and osteolysis.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 16 years ago. The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. It was noted the product was implanted for approximately sixteen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation wil be re-opened.